Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the sensing was low when connected to the implantable cardioverter defibrillator (ICD). The rv lead was then re-positioned due to a small sensing signal, and the helix of the lead came out suddenly and showed high pacing impedance with a suspected fracture or insulation break. After the lead was re-positioned and re-connected to the implantable cardioverter defibrillator (ICD), the screw in the ICD connector port was unable to be tightened by the wrench after several attempts. The rv lead and the ICD were replaced. No patient complications have been reported as a result of this event.